Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high pacing thresholds. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.